Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and exchange of textured devices due to patient's concern with product. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified to be overweight, an extended opening on the posterior and anterior and a creases fold. A visual and microscopic analysis was performed which identified a striated opening on the anterior and posterior and brown particles in the shell. Based on the device analysis the final assessment is: a striated opening on anterior and posterior assessed as surgical damage. Reason for reoperation: "pericapsular fluid", "nodule within fluid measuring 9x7x10mm".

Event description:
Further reported was "pericapsular fluid" and "nodule within fluid."